Event description:
It was reported that patient underwent initial hip surgery on (B)(6) 2009. Revision procedure was performed on (B)(6) 2013 due to cup shell malpositioning. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. It has been indicated that product will be returned. Upon receipt of product and completed evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The explanted recap resurfacing system components were returned and evaluated. Although radiographs were not provided, the surgeon¿s detail of a cup inclination angle of 60 degrees as a reason for revision indicated that the cup was much more vertical than the recommended 45 degrees. This 15° increase above the recommended angle was likely to have led to edge loading of the shell, and subsequently the wear stripes. In addition to this, the third body particles and possible joint laxity and subluxation are likely to have contributed to the reaction observed in the patient.